Event description:
It was reported that balloon rupture occurred. Vascular access was obtained approaching from the v side center towards the stenosis in the left arm arteriovenous fistula. A 5.00mm/2.0cm/50cm and 6.00mm/2.0cm/50cm peripheral cutting balloons were selected for use. During procedure, the 5mm balloon was inflated after the guidewire passed through the lesion. However, the balloon ruptured at 8atm upon first inflation. A 6mm balloon was then used but ruptured at 6atm upon first inflation. The balloons were simply removed from the patient's body. The procedure was completed using a 5mm mustang. No complications were reported and patient was good.